Event description:
The incorrect label was applied to the outside of the box for a trifit ts size 5 stem. The outer label indicated the stem was a size 3, the inner blister lid indicated a size 5 and a size 5 stem was in the box.

Manufacturer narrative:
Per (B)(4) final report: the appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts were manufactured and packaged within the correct specifications. It has been identified that the label was incorrectly applied due to human error during the labelling / packaging process and thus corin has made process inspection updates, issued a quality alert and provided training to the relevant departments. Based on this, corin now considers this case closed. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
Per (B)(4) initial report. A trifit ts size 5 stem had the label for a size 3 on the outer section of the product carton. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records were manufactured and packaged within the correct specifications. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
The incorrect label was applied to the outside of the box for a trifit ts size 5 stem. The outer label indicated the stem was a size 3, the inner blister lid indicated a size 5 and a size 5 stem was in the box.